Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73l1600745 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Some clips were not closing properly in the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned 4 loose clips from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination revealed used clips with 1 clip was returned closed, 1 clip is broken at the hinge and the bosses broke off at one end, and the other 2 clips were still open. The damage to the broken clip could be caused by incorrect loading of the clip. The clip applier was not returned. No other defects or anomalies were observed. Functional inspection could only be performed on the two clips that were returned open. Each clip was manually loaded into a laboratory inventory applier were able to properly load and close. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. Other remarks: if this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. A device history record review was performed with no evidence to suggest a manufacturing related cause. The reported complaint of "clip not closing properly" was confirmed based upon the sample received. Four clips were returned. One of the clips was already closed, one of the clips was broken at the hinge and had some of the bosses break off, and the other two clips were returned open. The two open clips were functionally tested using a laboratory inventory applier. Both clips were able to properly load and close. No issues were found to any of the clips other than the broken clip. It is unknown how the broken clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
Some clips were not closing properly in the patient. There was no patient injury.